Event description:
Tube feeding was started at 20cc/hr. Nurse came in to find pump on 200cc/hr. Upon examining pump, rate automatically defaulted to 200cc/hr no matter what rate pump was placed on. Tube feeding stopped. Pt had abdominal distention. Tube feeding restarted two days later and pt tolerating well.